Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced remote arm controller (rac) resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, but the reported failure could not reproduce. This rac was installed onto ssc test system, no problem no error continued where it ran 10x power cycle and it sat idle for one hour. After all, tested from pca system it unable to replicate the reported error 25595.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure that an error occurred against the right master tool manipulator (mtm) on surgeon side console (ssc) 2. The mtm was disabled and the other ssc was used as the primary. The procedure was completed with no reports of patient injury. Intuitive followed up with the customer and the following additional information was obtained: there were no issues found when the system was initially powered on.